Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the fluoroscopy exam before an unrelated procedure, it was noted that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced during the unrelated procedure to resolve the event. The patient was stable.